Event description:
Weak/torn mesh during a procedure in 2000, as the physician attempted to place the mesh, the mesh tore a hole in the center of the hernia repair. Reportedly, the mesh was hydrated for 5 seconds prior to placement and was handled no differently from previously completed cases. Manipulation of the mesh was done with a gloved hand. As the physician placed the mesh, the first suture was placed as an anchor suture and secured, then a running stitch was used to secure the mesh. Pickups were used to position the mesh in the tighter areas but never left the sides of the mesh. The mesh tore and the hole was big enough to pass the suction tip through it. Another scrap piece of mesh had to be sewn in place over the defect to complete the repair. Delamination of the product was also noted and the extent of the delamination varied due to manipulation. No pt injury was reported as a result of this event. No additional info is anticipated.